Event description:
A consumer implanted for non-malignant pain reported stimulation normally covered pain in their right hip, but as of (B)(6) it suddenly wasn't. The consumer tried every program but couldn't get stimulation to cover the right hip. It was later reported the circumstances that led to this issue was the consumer overdoing it and a change in weather. In order to resolve the issue the manufacturer's representative (rep) set up a "wonderful program" for this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.